Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, bacterial vaginosis, headache, metrorrhagia, bleeding intermenstrual, cervical pap smear abnormal, multigravida, parity 2, colposcopy, tuberculosis, chlamydial infection, vaginitis, dyspnea, headache, marital problem, cough, menorrhagia, paratubal cyst and uterine hypertrophy. Concomitant products included naproxen sodium (aleve) since (B)(6) 2009. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions") and headache ("headaches"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, bladder disorder, urinary tract disorder, vaginal infection, gastrointestinal disorder, headache, weight increased, vaginal haemorrhage, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, bladder disorder, urinary tract disorder, vaginal infection. Discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008. Current weight 180 lbs. Three intrauterine coils. Visible outside of each ostia at the end of procedure. She is asking for the removal essure (removal of fallopian tubes) and for a possible ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Imaging procedure - on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, bacterial vaginosis, headache, metrorrhagia, bleeding intermenstrual, cervical pap smear abnormal, multigravida, parity 2, colposcopy, tuberculosis, chlamydial infection, vaginitis, dyspnea, headache, marital problem, cough, menorrhagia, paratubal cyst and hyperplasia. Concomitant products included naproxen sodium (aleve) since (B)(6) 2009. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and fatigue ("fatigue"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions") and headache ("headaches"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, heavy menstrual bleeding, bladder disorder, urinary tract disorder, vaginal infection, gastrointestinal disorder, headache, weight increased, vaginal haemorrhage, migraine and fatigue outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain, bladder disorder, urinary tract disorder, vaginal infection. Discrepancy noted in date of insertion (B)(6) 2008 and (B)(6) 2008 current weight (B)(6). Three intrauterine coils visible outside of each ostia at the end of procedure she is asking for the removal essure (removal of fallopian tubes) and for a possible ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Imaging procedure on (B)(6) 2008: essure confirmation test (unspecified) bilateral occlusion. Ultrasound scan vagina in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received: case category upgraded to serious incident. Previously reported event 'pelvic pain' was updated to serious incident due to essure removal. Reporter information, medical history and essure removal date added. Action taken with drug was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.